Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. In addition, multiple temperature alarms occurred when the pump was not exposed to extreme temperatures and while the pump was charging. Customer was unable to clear the alarms and reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level was 134 mg/dl.